Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix mechanism. The analyst commented that the helix extended and retracted within specification.

Event description:
It was reported that during implant, the right atrial lead helix would not extend. It was indicated the lead helix was exercised prior to being implanted and worked fine. The lead was placed in the atrium without difficulty, but when it was tried to adhere the helix it would not extend even after 80 rotations. The lead was removed from the body and the helix did extend some but not fully. The lead was not implanted and a new lead was implanted. No patient complications have been reported as a result of this event.